Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The caller was then able to reload the original cartridge and resume insulin therapy, resolving the issue.